Event description:
Same case as user/voluntary medwatch #: 1800880000-2011-8003.

Event description:
Same case as user/voluntary (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a nephrostomy tube placement treatment procedure, device fragmentation occurred. The patient presented with a kidney stone and this procedure was being performed to remove it. The physician was using this accustick introducer to gain access through the rib cage. The dilator component of the device was inserted and an attempt to place it was difficult. Some resistance was experienced. While trying to place the dilator, it broke into multiple pieces. There were 2 larger pieces and then a few smaller fragments that broke from the distal end. The patient was taken to surgery and all the pieces were removed successfully. The stone was also removed surgically. There were no further patient complications and the patient condition was fine post-surgery.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).